Manufacturer narrative:
Upon evaluation of the device, it was determined that the instrument was damaged not broken. This is not a reportable malfunction. This report, 1818910 - 2015 - 22526 , is being rejected. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The femoral sizer will not slide up and down properly.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.